Event description:
The customer reported to customer service that the prong on her transformer was retracting into the housing. When the product was received at medela it was determined by the qe evaluation to be breached, which is a safety risk.

Manufacturer narrative:
A replacement transformer was sent to the customer. The product was received on (B)(4)2014 and evaluated on 09/04/2014, the product was determined to be breach and one of the ac blades is out of position. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A visual examination of the power supply revealed the transformer housing was breached and one of the ac blades is out of position, exposing inner electrical circuitry. A visual examination of the cord revealed no exposed wires. The power supply was plugged in and the voltage output across the dc plug measured 13.9 vdc, which indicates that the transformer was producing the correct voltage. Resistance across the dc plug measured open, which indicates that there is no short in the dc cord. The resistance across the ac blades measured 58.0 ohms, and indicates that the thermal fuse did not blow. Smoke, fire, and sparking was not observed while the transformer was plugged in. Picture #1: condition of transformer housing.